Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. The anti-tachycardia pacing (atp) would sometimes speed up the patient's heart rate into the ventricular fibrillation (vf) zone. Under sensing and low atrial sensing were also noted. Programming changes were made to restore normal parameters. The patient was stable.